Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had corrosion on the printed circuit board (pcb), and that the battery contacts were corroded. The epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.